Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed unexpected restart and erased all of the pump settings. The customer also indicated that the pump rewinds by itself. Customer's blood glucose was unknown at the time of incident. Customer indicated that they have a back up plan in place. The customer was advised that the device would be replaced and agreed to return the product for analysis.